Event description:
It was reported that the cylinders of this inflatable penile prosthesis (ipp) were not holding pressure or saline. The ipp was explanted and replaced with an ipp with tenacio. There were no patient complications reported